Event description:
Reporter alleged obtaining the results of 182 mg/dl and 58 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that about twenty minutes prior to obtaining the results, she awoke with hypoglycemic symptoms and self-treated with orange juice and crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 182 mg/dl and 58 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that about twenty minutes prior to obtaining the results, she awoke with hypoglycemic symptoms and self-treated with orange juice and crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.